Manufacturer narrative:
Previous : it was reported that the ventilator's air gas module was found defective. Corrected : it was reported that the ventilator's o2 gas module was found defective. It was reported that the ventilator's o2 gas module was found defective. Our field service engineer has investigated the reported ventilator on site. The o2 gas module was replaced and sent back for investigation. The returned gas module has been tested in a ventilator. It failed all the tests during pre-use check. It was making strange clicking sounds. It showed a stop of ventilation directly after the ventilator was set on ventilation. It was noticed by visual inspection that one of the connector pins of the gas module was bent and short circuited with another pin. This issue resulted in a burn smell as well. Fixing the bent pin resolved the reported issue. No root cause can be established for how the pin was bent.

Event description:
It was reported that the ventilator's o2 gas module was found defective.

Event description:
It was reported that the ventilator's air gas module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).